Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the replacement programmer did not resolve the poor communications issues. The hcp reported that after interrogating the ins, it was determined that the ins had reached end of service (eos). The hcp reported that the patient will have the ins replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported that the patient¿s inss were not working. The patient had a sudden severe worsening of tremor in hands and head. It was unclear if only one device was not working because the tremors were worse on one side. A poor communication screen was seen on the programmer. The patient felt a little different the night before, but did not know what was happening and didn't assume something was wrong with their devices. A couple of months prior to this report, the patient had their devices ¿tweaked¿ and checked at a routine checkup. The devices were reportedly fine at that time. The programmer was placed directly over the ins and the programmer was turned off and back on, but the issue was not resolved. A replacement programmer was sent in an attempt to resolve the poor communication issue. The patient was redirected to their hcp for the sudden tremor and devices not working. No further complications were reported. Refer to manufacturer report #3004209178-2017-15051 for details pertaining to the reportable related event.